Event description:
Additional information received from the patient reported nothing had been done to resolve their therapy not working due to their leads being implanted too low.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4)

Event description:
The consumer reported the leads were too low in the spine and caused vibration in the groin. The implant did not feel good in the groin, but felt good in the back. The patient had not used stimulation in a while. The patient met with a manufacturer's representative (rep) and was reprogrammed. The rep tried some different modes to make it not so bad. An x-ray was done and the leads were too low. Additional information received from the healthcare provider (hcp) reported the patient's implantable neurostimulator (ins) was not working. The patient's leads were implanted too low and the spinal cord stimulation (scs) therapy never worked. The change in therapy was considered sudden. The patient had an magnetic resonance imaging (MRI) appointment for his heart and it was noted the MRI was not related to the device issue. The indication for use was spinal pain. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.